Manufacturer narrative:
A request was made for the boston scientific field representative to obtain additional information from the hospital where the patient was admitted. However, no boston scientific representative was contacted to assist in the device check for this patient. No further information could be obtained. Evidence indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving multiple shocks. A technical services (ts) consultant reviewed available data in the remote monitoring system and found over 200 episodes had been stored that day. Shocks were delivered in at least six episodes, with anti-tachycardia pacing (atp) in many episodes. The rhythm appeared to be svt as some attempts were inhibited, but others moved to therapy quickly. The patient's rate on the presenting electrogram was still elevated at 110 bpm. It was noted the vt zone was set low, at 140 bpm with the vf zone at 240 bpm. It was questioned whether the patient had been compliant with their medications. The on-call physician planned to review the information with the cardiologist. Three weeks later, the patient presented to the ER again after receiving more shocks. Six episodes were reviewed. One episode had no therapy delivered, and in three episodes the rhythm was converted with atp. In two episodes, the atp accelerated the rhythm to the vf zone where shocks were delivered. The device was still programmed with two zones, and the rate cut offs were still 140 and 240. Shock impedance measurements were normal and there were no out-of-range values in the lead daily measurements. The clinician reported the patient was to be admitted and evaluated by the cardiologist.